Manufacturer narrative:
(B)(6). The product is coming back but not yet received. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this event in which associated manufacturer report number is 3008443827-2016-00003.

Event description:
During a chronic total occlusion (cto) case to the superficial femoral artery (sfa), it was reported that a contralateral approach was made with a 6f balkin sheath and a 035 terumo wire. A smart flex stent (6x200) was deployed at the distal sfa and then a smart flex (6x80) was deployed. The physician pulled back the handle and felt some obstruction and stent was stopped to deploy and handle was pulled to luer hub. The physician pulled back the stent and sheath out of the patient's body. He deployed a smart flex 7x150. The flow was "ok" but thrombus happened. He put UK and will check the patient next week. Pictures have been provided.

Manufacturer narrative:
Complaint conclusion: a report was received that difficulty was experienced when attempting to deploy a 6 x 80mm smart flex vascular stent. The device was removed and a 7 x 150mm smart flex stent successfully deployed. The physician noted that the flow was ¿ok¿ but that thrombus had formed. The patient was then treated with urokinase with apparent effect. The event involved a patient undergoing a percutaneous endovascular intervention of a target lesion in the superficial femoral artery (sfa). This lesion was described as a chronic total occlusion (cto). The patient¿s vasculature was accessed via a contralateral approach with a 6fr non-cordis catheter sheath introducer and the lesion crossed with a non-cordis guidewire. The distal aspect of the sfa lesion was initially treated with the successful deployment of a 6 x 200mm smart flex stent. A 6 x 80mm smart flex stent was then introduced. During an attempt to deploy this stent, the physician pulled the hemostasis valve towards the luer hub but felt some resistance and was unable to deploy the stent. The stent delivery system (sds) was successfully removed. The patient was then treated with the implantations of a 7 x 150mm smart flex stent. The physician noted that though the flow was ¿ok¿, thrombus developed necessitating further (apparently successful) treatment with urokinase. Multiple attempts to gather further information regarding the patient, vessel characteristics and/or the procedure have been unsuccessful. The product was not returned for analysis despite multiple attempts to obtain it. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Visual analysis of the provided pictures appears to depict a smart flex device that had been used clinically with a partially deployed stent. The product instructions for use (IFU) cautions the user that if resistance if felt when initially retracting the outer deployment sheath, they should no force deployment. Users are guided to withdraw the sds without deploying the stent. They are further instructed that the tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube during advancement. The IFU lists thrombosis/thrombus as a potential side effect associated with the use of this device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Based on the device history record review for the provided lot number, there is no indication that the event was related to the manufacturing process. A risk assessment has been initiated to address this issue.